Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap was fractured out of the box. The root cause of the device failure was determined to be a manufacturing defect, customer handling and/or the physician's perception.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber tip was cracked out of the box; the fiber tip was found to be cracked upon visual inspection. Per the customer, the fiber was not used. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap was fractured out of the box.